Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a biliary stone crushing endoscopic procedure, the thumb ring detached. An rx lithotripter compatable basket had been advanced to crush stones in an unspecified biliary location. When the device was attached to an alliance inflation device, it was noticed that the thumb ring was detached. The procedure was able to be completed with this device. There were no pt complications with this pt's current condition listed as "good."